Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 1803215 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As neither a picture sample nor a physical sample was available for return, our quality team was unable to perform a thorough sample investigation. Our quality team will continue to monitor the production process for signs of this defect and any emerging trends. Investigation conclusion: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2025 (march 16th ¿ 19th, 2018). Research has found no problems, defects or qn related to the reported issue. No picture or sample available for evaluation. Based on the customer feedback we concluded that the burnt paper could be produced in the sealing die during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. We conclude that a punctual failure in that system, could produce an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the paper of the blister could get burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film does not affect the sealing properties of the primary packaging of the product. Root cause description: based on the reported customer feedback, it has been determined that the discolored packaging may have resulted from burning of the paper, due to high temperatures used for the package sealing process. There are current controls in place to prevent damage to the package during the sealing process, however, a failure in these preventive measures must have occurred which resulted in this incident. This is a cosmetic defect only, with no risk to the health of the patient, as the yellowed packaging does not affect the sealing properties of the package. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection, no actions are required. The potential risk of the reported event was assessed appropriately in the fmea documentation.

Event description:
It was reported that discoloration occurred before use with a syringe s2 2ml 23ga 1-1/4in bd (B)(4). This occurred on 30 occasions. The following information was provided by the initial reporter: the head nurse of the blood treatment room found that the wrapping paper was yellow inside and the product was still in the hospital.